Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
As reported through written article "treatment of a severely degenerated mitral bioprosthesis with transcatheter valve-in-valve implantation" author: michael chrissoheris, et al. Published hellenic j cardiol 2015; 56:347-350. Edwards learned of a 27mm mitral bioprothesis the required valve in valve intervention after an implant duration of 10 years due to degeneration leading to severe stenosis. The patient presented with progressive worsening of heart failure symptoms over the previous 18 months. The patient was implanted with a 29mm transcatheter valve successfully via transapical approach. The patient is noted as discharged with excellent improvement.